Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a speaker error occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported a speaker error occurred. A philips authorized service provider (asp) went onsite and replaced the speakers to resolve the reported issue. The philips aps replaced the speakers to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.